Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed had an arctic sun device that did not cool and the device was due for the 2k hour preventive maintenance. Per sample evaluation result received on 03jun2022, it was found that the outer shell was missing the nut plate . The tanks seals were torn, and the tubes in the tank where over expanded . The circulation pump was serviced. The heaters, manifold o-rings, drain valves, and the outer sheet with louvers, the 5 tank seals, the double bend seals, and the l tube from chiller to main tank were replaced. A shock sensor was applied to the lower bracket and to loctite all castors. Per sample evaluation results received on 16sep2022, it was reported that the l tube from the chiller to the main tank was expanded.

Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that did not cool and the device was due for the 2k hour preventive maintenance. As per sample evaluation result received on 03jun2022, it was found that the outer shell was missing the nut plate . The tanks seals were torn, and the tubes in the tank where over expanded . The circulation pump was serviced. The heaters, manifold o-rings, drain valves, and the outer sheet with louvers, the 5 tank seals, the double bend seals, and the l tube from chiller to main tank were replaced. A shock sensor was applied to the lower bracket and to loctite all castors. As per sample evaluation results received on 16sep2022, it was reported that the l tube from the chiller to the main tank was expanded.